Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was 359 mg/dl to high, which exceeded normal levels. At the time of the report, the customer had not addressed bg level. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. The customer resolved the issue by clearing the alarm and resuming insulin delivery.